Event description:
It was reported that the device was being used to monitor a patient when the service indication illuminated. The device was then removed from service and another device was used to monitor the patient. Upon evaluation by the biomedical technician at the customer site, the display would come on; however, the device would not advance past the self test screen. The failure observed by the biomedical technician did not occur during patient use and the illumination of the service indication during patient use is not related to the observed boot-up failure. There was no report of compromise to patient care or an adverse event associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed damage to the flex cable assembly, which connects the user interface pcb to the stack. Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio replaced the flex cable assembly, which connects the user interface pcb to the stack, and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed flex cable assembly, which connects the user interface pcb to the stack, at the failure analysis center; however no damage was noted and the reported failure was not duplicated.